Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that catheter guidewire stuck occurred. It was reported that a farawave catheter was selected for an ablation to treat an atrial fibrillation (afib). During procedure, it was reported that the guidewire was stuck and difficult to advance. Catheter was replaced and procedure was completed without patient complications. Product return is not expected as it was disposed.